Manufacturer narrative:
Iu tested returned meter using retention strip lot# 491586 exp: 07/2014, returned code key lot# 112 with retention cal6 solution, and retention pump sn (B)(4). Using a solution which mimics the native blood sample, the iu was able to generate a bg value which produced a bolus advice. The iu then performed a manual calculation of the bolus advice and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended.

Event description:
On (B)(6) 2013, it was reported that he patient does not think her bolus calculator on her blood glucose monitor calculates correctly. She needed help from her husband, in the form of a glucagon injection, because her blood glucose level was 26 mg/dl and she had cramps. Her husband called and ambulance and the patient received stationary treatment for a day. While in the hospital she was given an infusion, but does not recall what was in it. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.